Event description:
It was reported that during ukr procedure, the handpiece failed homing multiple times. After running the handpiece test twice, it was possible to get the torque below 40. In the cutting phase, the system did not recognize the drill. The drill was unplugged and plugged back in, which resolved the issue. At some point during cutting the handpiece/drill assembly got really hot and started smoking. There was no overheating error on the anspach. The case was completed, but the handpiece kept smoking.

Manufacturer narrative:
The device was used during treatment and was returned for evaluation. The functional inspection of the returned handpiece found that after autoclaving and cooling down, the handpiece motor required higher than normal torque to move. This is indicative of a motor issue. The DHR was reviewed and the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues and it will continue to be monitored. The relationship of the device and the reported event has been established. Typically, we have seen that the motor will break free and become operable after a second or third characterization test. The root cause of the reported event was due to mechanical component failure. We are unsure of what causes the higher torque, but at this time the engineering team is working to resolve it and a corrective action has been opened.